Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product investigation was completed as the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and during the procedure, the physician noticed that the loop on the varipulse¿ catheter was "severely deformed." The jnj representative on site noted that the loop looked "mangled" and that they had never seen the loop so damaged. Approximately 43 pulse field ablations were given before the damages were observed. There were no errors or issues while using the device. However, the physician noticed resistance when trying to insert the varipulse into the sheath and saw that the catheter was "pretty beat up". There was no exposed wiring but some of the threading was exposed. The catheter appeared 'shriveled and deformed'. The plastic on the lip looked like it wrinkled into some sharp edges in multiple places and some of the threading was exposed on the loop. All electrodes were intact but the catheter was almost unrecognizable. The varipulse was replaced with a qdot micro catheter and the procedure continued. No patient consequences were reported.